Event description:
It was reported to vyaire medical that the vela ventilator alarm circuit disconnect after performing pm (preventive maintenance). The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and found out unit is not ventilating. The unit is not going to service mode with the dip switch 1 is on. Technical support advice to check the electrical connection. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.